Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 crts (B)(4), e1b (rep, hcp): information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000ug/ml at 400ug/day. The indications for use were intractable spasticity and cerebral palsy. A pocket revision was performed to place the pump deeper in the patient's body. The pump was not deep enough. Follow up was conducted for clarification on the reason for the pocket revision and diagnostics performed. If additional information becomes available, the event will be updated. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4) - unable to aspirate via cap replaced pump.